Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the reviewed at/af, svt, and vt-mon episodes showed pattern of intermittent far-field r wave ffrw sensing which resulted in inappropriate detections. No therapies were delivered. The device is still in use. No patient complications have been reported as a result of this event.